Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a corrupted calibration table on the smart pneumatic module board. The firmware was reinstalled on the smart pneumatic module board and the serial numbers restored to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.